Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. Alternate UDI for product manufactured prior to 2016: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit declared an error 1007 (machine and proximal pressure sensors failed). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 16apr2019, date rec¿d by MFR : 08mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer had previously replaced the flow sensor, power management board and data acquisition to motor controller (da to mc) cable. The customer reported that the unit will sometimes power up in ventilation mode when the service button is pressed. The battery was found to be 9 years old. The fse advised the customer to replace the central processing unit, power management board, motor controller board and battery at the same time the customer reported that the central processing unit, power management board and motor controller board were replaced and the unit was operated as expected. The fse assisted the customer in reprogramming the serial number and software options. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.